Manufacturer narrative:
(B)(4). The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. The sample analysis revealed a non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was deteriorated piston foam. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.